Event description:
Terumo medical corporation received the following reported information: following a left heart cath (lhc), the 7 french angio-seal was used. There were no issues with access. There were no issues with insertion, deployment, or withdrawal. A pre-deployment angiogram was performed, which showed a small cfa diameter size. The puncture site was deemed a good location. However, after deployment of the device, there were no distal pulses, and the patient had a cold leg. The patient was then sent for surgery for device removal. The patient was stable; however, after the cut down the patient went into st-elevations again and needed pci treatment in cathlab. Nothing after reviewing the angiogram, it looked like the vessel was less than 4mm and diseased. The cfa looked to be diseased just proximal to where they accessed. There was no blood loss. No other devices were used with the angio-seal. Testing was not performed to diagnose the occlusion/ thrombosis; patient went straight to surgery after.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided . E3: occupation: manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.